Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on (B)(6) 2015, prior to explant. Ramware version 3 was installed on (B)(6)2011. High battery impedance leading to eri. The device was subsequently returned and analyzed. The returned device indicated high impedance in the battery.

Event description:
It was reported that the patient presented to the clinic due to having symptoms. The implantable pulse generator (ipg) had reached end of service (eos) less than one year after the last follow-up. The patient is pacemaker dependent and was sent directly for device replacement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.